Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 32118928. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 578509. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7110982. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial:(B)(6). Batch: 7110968. Product family: upn: m365nm313550. Model: nm-3138-55. Serial: (B)(6). Batch: 7119603. Product family: upn: m365nm313550. Model: nm-3138-55 serial: (B)(6). Batch: 7120227.

Event description:
It was reported that a patient experienced dehiscence and irritation at the deep brain stimulation (dbs) burr-hole cover implant site. It was noted the incision was not healing properly and scalps burr-hole cover eroded, in addition may have been irritated by the patient per the physicians assessment. The patient underwent a procedure where the whole dbs system was removed. Cultures were not taken, and infection was not confirmed however the patient was prescribed anti-biotics. Physical analysis of the dbs system was not performed as it was disposed by the facility. The patient did well post-operatively.